Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl and 400 mg/dl. The auto mode feature was active. The customer stated that the symptoms related to high blood glucose such as thirsty. The insulin pump will not be returned for analysis.